Manufacturer narrative:
Evaluation method - "other" the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered a us distributor contacted zoll to report that a (B)(6) year old female patient had a skin irritation. The patient's skin was open and raw under the back therapy electrode pads. There is no evidence of medication intervention. The patient was given recommendations for garment changing. The outcome of the skin irritation is unknown.